Manufacturer narrative:
No medical attention was required. While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Lot code end user sent was not familiar and did not translate to a specific lot code. A recent run of 20324-fg was used for this investigation. DHR was pulled for production date of 3/27/2020 for machine 27. All material matched required spec for the product. Vendor sent over a skin irritation and cytotoxicity test that said no irritation or cytotoxic effects. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
While using a comfit fluid resistant proc. Mask, ear loop blue the doctor broke out into a rash after wearing the mask. No medical attention was required.